Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: no devices or images have been returned for evaluation. The pt is described as having a large build and low activity level. It is probable that the dislocation occurred due to the fall that the pt experienced as well as pt characteristics. Without further information, however, an exact cause of this incident cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the pt was revised for dislocation caused by hyperflexion due to a fall.